Event description:
Causing discomfort and patient is worried about localized tissue damage. Patient contacted implanter with concerns on internal pulsing/kicking feeling at the battery site post battery change. The implanter adjusted settings and the patient still feels the sensation. The sensation comes and goes, but is worse at night and when lying on her right side. Sometimes it causes full contraction of her abdominal wall. We interrogated the patients device and found impedance within range in multiple body positions. The sensation changed slightly in intensity when reducing the voltage, but not significantly. The sensation did not change when rate was adjusted. The patient's settings were 3 on/2 off. Voltage 7. Rate 55.

Manufacturer narrative:
Patient's settings were adjusted. Patient still experiences intermittent pulsing. She does not want to turn the device off and is ok with the pulsing, as long as it is not causing any damage. No further action to be taken.